Event description:
It was reported that the 9800 sys had a collimator iris potentiometer error message during a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The collimator connector was reseated and the fluoro functions board was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.